Event description:
The manufacturer was notified on (B)(6) 2016 that after the implantation of perceval valve, at echo control the perceval valve seemed to be folded inside the annulus and required to be removed. The surgeon sized the annulus and confirmed that the size m was the correct one. The valve was replaced with a stented tissue valve size 19 (edwards).

Manufacturer narrative:
The complete manufacturing and material records for the perceval s aortic heart valve, model icv1209, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval s valve at the time of manufacture and release. The visual inspections performed on the returned prosthesis confirmed the absence of manufacturing defects. Based on the information received and based on the clinical experience of perceval valve, significant pvl is a complication after sutureless valve implantation that usually is caused by incorrect positioning of the valve due to an incomplete decalcification of the annulus or due to incorrect sizing. In the scientific literature, several cases were published 1,2 in relation to significant regurgitation in the early postoperative period after perceval implant caused by the inflow stent bent inward. The authors believe that relative oversizing is the reason for this complication.

Manufacturer narrative:
The complete manufacturing and material records for the perceval s aortic heart valve, model icv1209, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval s valve at the time of manufacture and release. The visual inspections performed on the returned prosthesis confirmed the absence of manufacturing defects. Based on the information received and based on the clinical experience of perceval valve, significant pvl is a complication after sutureless valve implantation that usually is caused by incorrect positioning of the valve due to an incomplete decalcification of the annulus or due to incorrect sizing. In the scientific literature, several cases were published 1,2 in relation to significant regurgitation in the early postoperative period after perceval implant caused by the inflow stent bent inward. The authors believe that relative oversizing is the reason for this complication.